Event description:
It was reported that the patient was experiencing pain. Radiographically, it was found that the patient's 17x152mm canal-filling bowed segmental stem had loosened. The patient underwent a revision surgery on (B)(6) 2022 where the surgeon revised the patient's 17x152mm canal-filling bowed segmental stem to a 19x152mm canal-filling bowed segmental stem. The surgeon also revised the distal femur, 2 male-female midsections, tibial hinge component, and distal femur axial pin. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient was experiencing pain. Radiographically, it was found that the patient's 17x152mm canal-filling bowed segmental stem had loosened. The patient underwent a revision surgery on (B)(6) 2022 where the surgeon revised the patient's 17x152mm canal-filling bowed segmental stem to a 19x152mm canal-filling bowed segmental stem. The surgeon also revised the distal femur, 2 male-female midsections, tibial hinge component, and distal femur axial pin. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the segmental stem loosening could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established.